Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula was bent, and fluid was leaking. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 17.6 mmol/l (316.8 mg/dl). The pod was worn between 37 and 48 hours on the arm. Upon removal of the pod, the cannula was bent, and fluid was leaking. Hyperglycemia treated with a new pod.

Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. No timeouts or drive stalls were seen in the download data that would indicate a struggle to deliver insulin. The fluid path was tested for leaks. No leaks were found.